Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Of note, while medical records are mentioned in the file, to date no medical records have been provided to davol. It was alleged the patient experienced infection and adhesions. Adhesions is listed as a known possible adverse reaction in the instructions-for-use. In regards to infection, the warning section in the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. With the current information available no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2006 - the patient underwent surgery to repair a supraumbilical hernia with implant of a bard ventralex hernia patch. In (B)(6) 2015 - the patient developed abdominal pain and redness around the umbilicus. The patient was allegedly diagnosed with an infection and bowel loop adherence at the site of the hernia repair. After antibiotics failed to resolve her infection, surgery was scheduled to remove the mesh. On (B)(6) 2015 - the patient allegedly was admitted to the hospital for exploratory laparotomy, resection of the small bowel with primary anastomosis, and removal of infected mesh from the abdomen. In the operative report, the surgeon allegedly noted that once she opened the patient's fascia, it was evidence that there was a loop of bowel densely adherent to the mesh with a hard area in the bowl, raising concerns of erosion of the mesh into the bowel. The patient's attorney alleged the ring of the mesh was found to be misshapen and possibly broken. The small bowel resection was sent to pathology laboratory where it was confirmed to have mesh-like material eroded through the bowel wall. The patient's attorney alleges the patient experienced pain, infection, adhesions, bowel injury, explant, erosion, deformation and additional surgery.